Manufacturer narrative:
The report event of high impedance was confirmed. Analysis of the returned lead found a kink/fracture on the outer tubing where all internal wires were broken. The broken wires would have caused the loss of stimulation observed in the field. The fracture was consistent with an overstress condition or sudden event the lead was subjected to while still in vivo

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention was taken to replace the lead.